Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/31/2017 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked at the threads, and missing a fragment around the threads. The returned battery cap threads were stripped and were unable to maintain an electrical connection. The reported power complaint was unable to be duplicated. A test battery cap was able to fit. No further power interruptions occurred during investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.